Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pull wire was in its initial position within the pusher assembly ddt, and the embolization coils proximal constraint sphere was in its initial position within the pusher assembly ddt. This indicates that detached embolization coil was likely a result of the sr component fracturing. If the pod coil is forcefully retracted against resistance, the sr component may fracture, and the embolization coil will detach. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod5 to the target location, the physician experienced resistance. Subsequently, the physician noticed that the pod5 was too small; therefore, the pod5 was re-sheathed. The physician then attempted to use a pod6 but noticed it was too big; therefore, the pod6 was removed. Next, the physician decided to re-use the previously re-sheathed pod5 and placed it further down the vessel. While advancing the pod5, the physician experienced resistance. Subsequently, while placing the pod5 in the target location, the lantern kicked back in the vessel. The physician then decided to retract the pod5 so that the lantern can be advanced further down the vessel. While retracting the pod5, it unintentionally detached inside the lantern. Therefore, the physician used the pusher assembly of the pod5 to successfully push the detached pod5 into the target location. The procedure was completed using seven ruby coils, three pod packing coils, one pod coil and the same lantern. There was no report of an adverse effect to the patient.